Event description:
It was reported that on (B)(6) 2007: the patient presented with right sided lower back pain which radiates down right thigh down to right foot. Assessment: low back pain. X-ray of the lumbar spine shows there is a grade I anterior listhesis of l4 on l5 secondary to degenerative facet joints. Si joints are normal and no fractures. Calcified fibroid seen in the midpelvis. (B)(6) 2007: the patient underwent MRI of the lumbar spine. Findings: multi-level facet degenerative change. Central canal, lateral recess and foraminal stenosis at l4-5. (B)(6) 2007: the patient presented to have imaging studies reviewed. Impression: l4-5 anterolisthesis; lumbar facet arthropathy; lumbar radiculopathy, right l5. (B)(6) 2007: the patient underwent an epidural steroid injection, l4-5. No patient complications were reported. (B)(6) 2007: the patient presented with lower back pain and right lower extremity pain. (B)(6) 2007: the patient underwent an epidural steroid injection l4-5. No complications. (B)(6) 2007: the patient presented with low back pain and right lower extremity pain and occasional bilateral lower left extremity pain. The patient underwent a lumbar l5-s1 esi with sedation. No complications. (B)(6) 2007: the patient presented with low back pain and right lower extremity pain. The pain in the left lower extremity has been resolved. The patient underwent a right l5-s1 transforaminal epidural steroid injection. No complications. (B)(6) 2007: the patient presented with right lower extremity pain and migraine headache. (B)(6) 2008: the patient presented for a spine surgery consultation. Assessment: l4-5 foraminal and subarticular stenosis. The doctor states the patient would benefit from an anterior lumbar interbody fusion to reestablish height and afford some reduction of this and then posterior instrumentation. (B)(6) 2008: the patient was seen and evaluated to be a reasonable technical risk for her l4-5 anterior instrumentation. (B)(6) 2009: the patient presented with postprandial pain that seems to be improving. This has prevented her surgery. (B)(6) 2009: the patient presented for a pre-operative physical. The patient had some abdominal pain for several months but has now resolved. (B)(6) 2009 : the patient presented with a pre-operative diagnosis of l4-5 iatrogenic spondylolisthesis. The patient underwent the following procedures: l4-5 anterior lumbar interbody fusion with 14mm medtronic anterior lumbar interbody fusion perimeter graft and perimeter cage with mastergraft and rhbmp-2/acs; placement of 25 mm length 6.5 mm cancellous screw with washer as a retention screw. Intra-op fluoroscopy confirmed correct level and placement of hardware. Emg monitoring confirmed no complications. Per the op notes, following endplate rasping, puncture holes were placed in end plates. The disk space was sized to a large 14 mm 8 degree graft and this was then brought to the back table and rhbmp-2/acs and mastergraft was prepared in a burrito fashion and placed within this. This was then impacted into place. No complications were reported. (B)(6) 2009: the patient presented for pre-operative physical. The patient was found to be medically stable with low-moderate functional capacity. (B)(6) 2009: the patient presented with preoperative diagnoses of l4-5 spondylolisthesis. The patient underwent an l4-5 posterior instrumented fusion. Intra-operative fluoroscopy confirmed correct placement of hardware. Emg during the procedure also showed no evidence of complications. (B)(6) 2009: the patient was discharged home. (B)(6) 2009: the patient presented with back and leg pain , but states her right leg pain has improved since surgery. (B)(6) 2009 : the patient presented with intense pain in lower back, upper to mid lumbosacral spine, bilateral. The pain does radiate down the butt and back of right leg to the ankle. Patient is awakened 5-6 times a week due to pain. (B)(6) 2009: the patient presented for physical therapy. (B)(6) 2009: the patient presented with stinging back pain. X-ray of the lumbar spine shows good evidence of fusion with the hardware intact and in good alignment. (B)(6) 2009: the patient presented for a carotid ultrasound. Impression: no hemodynamically significant carotid artery stenosis bilaterally. (B)(6) 2009: the patient presented with neck pain. Assessment: sprain or strain of the cervical spine; degeneration of cervical intervertebral disc. (B)(6) 2010: the patient presented for physical therapy. (B)(6) 2011: the patient presented with continued low back and right leg pain. Assessment: chronic pain syndrome; lumbar radiculopathy. (B)(6) 2011: the patient presented with MRI study of the lumbosacral spine. Impression: status post anterior fusion and posterior de compression with posterior rotation of l4-5. Only significant other interval changes and a mild broad based disc bulging of l3-4 with minimal retrolisthesis of l3. No neural impingement seen. (B)(6) 2012: the patient presented for caudal epidural steroid injection. No complications were noted. (B)(6) 2012: the patient presented for physical therapy. (B)(6) 2012: the patient presented with low back pain and right sided leg pain. The patient has burning pain with radiation into the right l5 dermatone. Patient has undergone pt , acupuncture, and esi¿s but nothing has really helped. Impression: low back surgery syndrome with chronic wide l5 radiculopathy-neuropathy; depression. The patient underwent x-rays. Impression: a single oblique screw projects over the anterior l4 vertebral body; the l5-s1 disc space appears slightly narrowed. Incidental note is made of vascular calcifications, probable calcified fibroid. (B)(6) 2012: the patient presented with possible limb weakness . Nerve conduction and emg study were performed. Impression: shows mild, length-dependent, axonal sensory polyneuropathy. There is no electrophysiologic evidence of motor neuropathy or denervating lum bosacral radiculopathy. (B)(6) 2012: the patient presented for CT myelogram of the lumbosacral spine. Impression: multi-level degenerative disc disease and spondylosis. No neural impingement is seen. (B)(6) 2012: the patient presented for MRI of the lumbar spine. Impression: no epidural collection, or MRI evidence of discitis/ osteomyelitis; small amount of posterior midline elongated fluid in the subcutaneous tissues from the mid l2 through the l5-s1 level in the general region of recent lp for myelogram. (B)(6) 2013: the patient presented for pre-operative physical. The patient is in good condition for surgery. (B)(6) 2013: the patient presented with right sided l5 radiculopathy. The patient underwent evaluation of previous fusion with removal of instrumentation right sided l4-5 pedicle screws; revision decompression right side l4-5 with concentration in foramen and lateral recess. Per the op notes, there was a bone spur in the form of a medial pre-existing facet joint, l4-5, which was resected which may have been contributing to l5 recess stenosis with l5 nerve root compression. Intra-operative x-rays were performed. (B)(6) 2013: the patient was discharged home. (B)(6) 2013: the patient presented stating she was progressing well until she started pt. She is told to discontinue pt. (B)(6) 2013: the patient underwent x-rays of the lumbar spine. Impression: anterior screw is seen in the l4 vertebral body; hardware appears intact; alignment appears similar to prior study.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2007 the patient presented for an office visit. Impression: l4-5 anterolithesis, lumbar facet arthropathy, lumbar radiculopathy, right l5. On (B)(6) 2007 the patient presented for an office visit with chief complaint of lumbar radiculopathy. On (B)(6) 2007 the patient presented for an office visit for suture removal. On (B)(6) 2007 the patient presented for an office visit with chief complaint of leg pain. On (B)(6) 2007 the patient presented for an office visit due to chronic pain. On (B)(6) 2008/ (B)(6) 2008 the patient presented for an office visit for physical therapy. On (B)(6) 2008 the patient presented for an office visit due to low back pain. On (B)(6) 2009 the patient presented for an office visit for preop examination. On (B)(6) 2009/(B)(6) 2009 the patient presented for an office visit for postoperative exam. On (B)(6) 2009: the patient presented for follow up for spine lumbar surgery. On (B)(6) 2009 the patient presented for physical therapy. On (B)(6) 2010 /(B)(6) 2010: the patient presented for physical therapy. On (B)(6) 2012 the patient presented with buttock pain, right leg pain, right foot pain. The patient underwent MRI of lumbarsacral spine. Impression: status post anterior fusion and posterior decompression with posterior rotation of l4-5. Only significant other interval changes and a mild broad-based disc bulging of l3-4 with minimal retrolisthesis of l3. No neural impingement seen. On (B)(6) 2012: the patient underwent x-rays of lumbar spine. Impression: postoperative lumbar spine. No acute abnormalities appreciated. On (B)(6) 2012 the patient presented with fever, back pain. On (B)(6) 2012 the patient presented for an office visit for epidural steroid injections (B)(6) 2013 the patient presented for an office visit. On (B)(6) 2013 the patient presented for physical therapy. On (B)(6) 2013 the patient underwent x-rays of lumbar spine. Left posterior fusion hardware with pedicle screws from l4-l5, and anterior screw in the lower aspect of the l4 vertebral body and intervertebral disc graft at l4-5 were stable findings. (B)(6) 2013: the patient underwent x-rays of the lumbar spine. Impression: anterior screw is seen in the l4 vertebral body; hardware appears intact; alignment appears similar to prior study. The patient presented for an office visit. Impression: chronic right l5 ra diculopathy failed low back surgery.